Event description:
As reported by the (B)(6) study, a patient underwent revascularization to an unknown vessel approximately twenty-six months after the index procedure. Then, two months later underwent revascularization to the 3rd obtuse marginal (ob marg) and to the distal circumflex. The indication for the index procedure was positive functional test for ischemia. The angiography performed at that time revealed at 100% stenosis to the right coronary artery (rca). The lesion was described as 50mm long, class c, de novo and anatomically complex. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated as planned with a 2.0 x 15mm balloon at 14atm and a 2.25 x 23 cypher rx (lot# 15095437) was implanted at 12atm. An additional 2.5 x 23 cypher rx (lot# 15096569) was implanted 16atm due to initial stent not fully covering the lesion. The additional stent was placed overlapping and proximal to the initial stent. The stent was post-dilated as standard procedure with a 2.5 x 15mm balloon at 20 atm. There was 0% post residual stenosis and timi of 3. The ramus was described as having 80% stenosis , 15mm in length, proximal, class b1 and de novo. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated as planned with a 2.5 x 12 balloon at 12atm and a cypher rx (lot# 15077635) was implanted at 16atm. The stent was post-dilated as standard procedure with a 3.0 x 15mm balloon at 20atm. The post residual stenosis was 0% with a timi of 3. At 6-12 hours post procedure, the troponin I was 0.04 (0.02ng/ml). There were no procedure complications reported and the patient was discharged the next day. Approximately twenty-six months after the index procedure, the patient had an abnormal stress test and underwent revascularization to an unknown vessel. It was reported that the stented segment had more than 50% obstruction. The lesion was treated with an unknown des.

Manufacturer narrative:
Per the investigator, the event was not related to the study procedure or the study drug. The casual relationship for the cypher stent was not provided. Then, two months later the patient had an abnormal stress test and a diagnostic angiogram. He underwent a revascularization at this time to the l-av (non-target vessel) and the lesion was treated with a pci and an unknown des was implanted. The distal cx (non-target vessel) was also revascularized with pci and an unknown des was implanted. Per the investigator, the event was not related to the study procedure or the study drug. The casual relationship to the cypher stent was not provided. Additional info received on (B)(6) 2012: per the left heart cath report on (B)(6) 2012, the proximal rca had 100% pre-stenosis and described as having in-stent obstruction. The lesion was 35mm. The post-stenosis was 0% and treated with a xience des. The mid rca had 100% pre-stenosis and described as having in-stent obstruction. The lesion was 25mm. The post-stenosis was 0% and treated with a minivision bms. Per the cath report on (B)(6) 2012, the lcx was treated due to 99% stenosis and the mid cx was also treated. Per the investigator, the cypher stent placed in the ramus was found patent. Concomitant medications: asprin 325mg qd, lisinopril 10mg qd, zocor 40mg qd, metformin 500mg qd and rosuvastarin 10mg qd. Complaint conclusion: as reported by the (B)(6) study, a patient underwent revascularization to an unknown vessel approximately twenty-six months after the index procedure due to restenosis. Then, two months later underwent revascularization to the 3rd obtuse marginal (ob marg) and to the distal circumflex. - patient medical history includes hypertension and diabetes mellitus (type ii).the indication for the index procedure was positive functional test for ischemia. The angiography performed at that time revealed at 100% stenosis to the right coronary artery (rca). The lesion was described as 50mm long, class c, de novo and anatomically complex. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated as planned with a 2.0 x 15mm balloon at 14atm and a 2.25 x 23 cypher rx (lot# 15095437) was implanted at 12atm. An additional 2.5 x 23 cypher rx (lot# 15096569) was implanted 16atm due to initial stent not fully covering the lesion. The additional stent was placed overlapping and proximal to the initial stent. The stent was post-dilated as standard procedure with a 2.5 x 15mm balloon at 20 atm. There was 0% post residual stenosis and timi of 3. The ramus was described as having 80% stenosis , 15mm in length, proximal, class b1 and de novo. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated as planned with a 2.5 x 12 balloon at 12atm and a cypher rx (lot# 15077635) was implanted at 16atm. The stent was post-dilated as standard procedure with a 3.0 x 15mm balloon at 20atm. The post residual stenosis was 0% with a timi of 3. At 6-12 hours post procedure, the troponin I was 0.04 (0.02ng/ml). There were no procedure complications reported and the patient was discharged the next day. Approximately twenty-six months after the index procedure, the patient had an abnormal stress test and underwent revascularization to an unknown vessel. It was reported that the stented segment had more than 50% obstruction. The lesion was treated with an unknown des. Per the investigator, the event was not related to the study procedure or the study drug. The casual relationship for the cypher stent was not provided. Then, two months later the patient had an abnormal stress test and a diagnostic angiogram. He underwent a revascularization at this time to the l-av (non-target vessel) and the lesion was treated with a pci and an unknown des was implanted. The distal cx (non-target vessel) was also revascularized with pci and an unknown des was implanted. Per the investigator, the event was not related to the study procedure or the study drug. The casual relationship to the cypher stent was not provided. Per the left heart cath report on (B)(6) 2012, the proximal rca had 100% pre-stenosis and described as having in-stent obstruction. The lesion was 35mm. The post-stenosis was 0% and treated with a xience des. The mid rca had 100% pre-stenosis and described as having in-stent obstruction. The lesion was 25mm. The post-stenosis was 0% and treated with a minivision bms. Per the cath report on (B)(6) 2012, the lcx was treated due to 99% stenosis and the mid cx was also treated. Per the investigator, the cypher stent placed in the ramus was found patent. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095437 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00523 and 3003742446-2012-00524.